Event description:
On (B)(6) 2009, the pt was implanted with four gore excluder aaa endoprostheses to treat bilateral iliac aneurysms. On an unk date, the physician discovered continued growth of the pt's left external iliac aneurysm (approx 1 cm). On (B)(6) 2010 the pt was implanted with two gore excluder aaa endoprostheses to treat the aneurysm enlargement. The aneurysm was successfully excluded, with good flow through the iliac artery. The pt tolerated the procedure. On an unk date, the pt presented to a new physician with a new aneurysm in his infrarenal aorta above his previous stent graft. On (B)(6) 2011, the pt was implanted with a gore excluder aaa aortic extender component to treat the new aneurysm. The extender component was deployed just below the lowest renal artery. Seal and exclusion of flow into the aneurysm were achieved, and the pt tolerated the procedure without complication.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specs. Add'l sys components included in this report: (B)(4). Per the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis is intended to treat infrarenal aneurysms.